Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed, and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, an advanix rx stent was passed through the biopsy cap and met resistance. The physician attempted to advance the stent further to no avail. The physician then attempted to withdraw the whole system; however, they were only able to retrieve the delivery system and found that the suture broke. The scope was sent for reprocessing to remove the stent and the white biopsy cap sponge was observed in the scope channel. The sponge was successfully removed from the scope channel, however attempts to remove the stent were unsuccessful and ultimately the scope was sent for repair. Reportedly, water soluble lubricant was not placed on the biopsy cap prior to use. The procedure was completed using another endoscope and with a competitor's device. There were no patient complications reported as a result of this event. The patient's condition post procedure was reported to be good.